Event description:
The complainant reported that a loaner console was turned on during training and a battery failure mode alarm presented. The customer was instructed not to use the console. No patient was involved.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d9 device return date added. G1 MFR site name removed danvers.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. Corrected information has been provided in d3( manufacturer fax). The root cause of the reported battery failure alarm was likely because user didn¿t initially engage the transport connection battery switch. During the final step of the functional check, the battery transport connection switch is disengaged prior to shipping the loaner aic to the customer.